Manufacturer narrative:
G4: 08jan2020. B4:(B)(6) 2020. Philips field service engineer (fse) confirmed nav- ring not working. The fse replaced the front bezel to resolve this issue. The unit passed all performance test and unit is ready to be returned to service. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.problem description: submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/19/2019.

Event description:
The customer reported check mark not working on the nav-ring. There was no patient involvement.